Event description:
Additional information stated the patient had a hematoma following an implant over a year prior to report. It was later reported the patient had deficits immediately following surgery due to a hematoma.

Event description:
Additional information received reported that the patient had left hand deficits immediately post-op and at the surgery follow up. The doctor has not seen the patient since then.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3986a, lot# n257716, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Product ID 37743, serial# (B)(4), product type; programmer, patient. (B)(4).

Event description:
It was reported that, following the implantation of a cervical spine stimulator, the pt awoke and experienced "severe neurological impairment" that included a loss of sensation and movement of the left arm, and weakness and a loss of sensation of the left leg. All of the pt's implanted devices were removed on the same day. There was no pt outcome provided. Add'l info was requested but not available as of the date of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).